Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the internal battery was bad, and it was indicated that the patient data was lost. The event occurred during use.

Manufacturer narrative:
H3: one device was returned for repair in used condition. This device has not been in for service in the review period. Customer's reported problem was verified. Found corrupted date, time and year with "pump settings and patient data lost" alarm message in event history logs. To correct the issue, set date, time and year to device, and charged over ten days. The device passed all functional tests.